Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. No additional information was provided at intake. Follow-up with the patient¿s spouse revealed they are the patient¿s caregiver, and the person who performs the patient¿s pd treatments. The patient¿s spouse stated the antibiotic (drug unknown) to treat the patient¿s peritonitis is still being added to the dialysate, but the patient is feeling ¿much better.¿ the patient¿s spouse stated the abdominal pain was severe before the antibiotic was started. The patient was not hospitalized for the events and is continuing to undergo ccpd therapy without further issue. The patient is reportedly recovering and continues to utilize the same liberty select cycler as before the events. No further information was provided by the patient¿s spouse. Additional information was requested from the patient¿s clinic, however, a response was not received.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the adverse event of peritonitis (characterized by abdominal pain), which warranted antibiotic therapy. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. However, during follow-up with the patient¿s spouse, it was reported the patient is utilizing the same liberty select cycler as before the events. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the serious adverse events experienced by the patient. Esrd patient¿s undergoing pd therapy are known to be at high risk for infections of the peritoneum

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. No additional information was provided at intake. Follow-up with the patient¿s spouse revealed they are the patient¿s caregiver, and the person who performs the patient¿s pd treatments. The patient¿s spouse stated the antibiotic (drug unknown) to treat the patient¿s peritonitis is still being added to the dialysate, but the patient is feeling ¿much better.¿ the patient¿s spouse stated the abdominal pain was severe before the antibiotic was started. The patient was not hospitalized for the events and is continuing to undergo ccpd therapy without further issue. The patient is reportedly recovering and continues to utilize the same liberty select cycler as before the events. No further information was provided by the patient¿s spouse. Additional information was requested from the patient¿s clinic, however, a response was not received.